Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other devices used: catalog #unknown, unknown coonrad/morrey humeral stem assembly, lot #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that one elbow had periprosthetic infection and was treated with resection arthroplasty.

Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.

Event description:
No further event information available at the time of this report.